Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. Blood glucose level at the time of the incident was 280 mg/dl, which was treated with an insulin pen the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing noted. However, the insulin pump had corroded motor home switch, cracked case at display window corner, cracked battery tube threads and minor scratched display window.